Event description:
Treatment of a left carotid-ophthalmic artery aneurysm. It was reported the pushwire broke off during deployment of the pipeline. The physician was able to remove the entire system with the broken segment from the patient.no patient injury reported.

Manufacturer narrative:
The pushwire was returned in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.(B)(4)